Event description:
Caller reported malfunction on pump. There was no adverse impact to customer's blood glucose level. Customer was advised by cts to put pump into storage mode and return it using a provided return box and pre-paid label, and received a replacement pump with updated software. Customer needed to program settings and connect cgm to replacement pump. The customer will use multiple daily injections (mdi) as a backup.